Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that one end of the zero tip nitinol retrieval basket was not properly sealed. According to the complainant, the top end of the packaging was unsealed and its sterility was suspected to be compromised. There was no patient involvement nor a procedure performed.

Manufacturer narrative:
A visual assessment of the zero tip nitinol retrieval basket packaging was performed and it was noted that the top clear web of the pouch seal was separated from the bottom tyvek web. The separation was on the top edge of the pouch adjacent to the through hole, and the thermal seal residue was completely present on the top clear web, without breaks, along the breach area indicating that the pouch was sealed during manufacturing. The device history record review found the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot. Therefore, taking into consideration these factors and the analysis performed in the device packaging, the most probable root cause will be ¿handling damage.¿

Event description:
It was reported to boston scientific corporation that one end of the zero tip nitinol retrieval basket was not properly sealed. According to the complainant, the top end of the packaging was unsealed and its sterility was suspected to be compromised. There was no patient involvement nor a procedure performed.